Event description:
It was reported that during a right nephrectomy procedure, during the middle of the case the scrub nurse was cleaning the device when the white pad on the jaws came off. Before hand, the surgeon seemed to be clamping the device for a while on the tissue as he was unaware of the higher pitched tone meant that the blade was through or nearly through the tissue. The device was also getting a lot of tissue stuck to it before hand. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator. The device was then functionally tested on the gen11 generator. During functional testing, no yellow alert screens were was not displayed. The device activated and cut the test media as expected. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It could not be determined why the device had tissue sticking to the blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.